Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this system, the patient complained of left sided pain. A computerized tomography (CT) showed a perforation from this right ventricular (rv) lead and a pericardial effusion. A revision procedure was performed and this lead was repositioned without further incident. No additional patient effects were reported.